Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed because the part/lot information could be: lot number - 648010, manufacture date ¿ oct 16, 2012; or the part/lot information could be: lot number - 140170, manufacture date ¿ aug 2, 2013.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that product likely failed due to misuse, by product being put through bending overload force or when the thread has not been fully engaged, and/or not inspected for wear and disfigurement prior to use.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture or breakage of instruments has been reported.¿

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During this revision hip procedure, the tip of one of the inner shafts of the inserter fractured while inserting the cup. There is no report of patient retaining a foreign body.